Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2002--patient was implanted with a bard/davol flat mesh during an unspecified procedure. It is alleged by the patient's attorney that the patient experienced pain, suffering and disability.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional information provided from the patient's attorney. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a supplemental emdr will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with dymenorrhea, menorrhagia, leiomyomata uteri and stress urinary incontinence. The patient underwent a vaginal hysterectomy, pubourethral sling using a bard flat mesh and cystosocopy.

Event description:
As reported on (B)(6) 2016: the following was reported to davol by the patient's attorney: (B)(6) 2002--patient was implanted with a bard/davol flat mesh during an unspecified procedure. It is alleged by the patient's attorney that the patient experienced pain, suffering and disability. Addendum per implant op report & sticker page: (B)(6) 2002--patient was diagnosed with dysmenorrhea, menorrhagia, leiomyomata uteri, stress urinary incontinence (sui) and underwent a vaginal hysterectomy, pubourethral sling using a bard/davol flat mesh and cystoscopy. (Implant op report, sticker page) addendum per ppf & medical records 03/22/2019: (B)(6) 2005-- the patient underwent a urethrolysis procedure due to a diagnosis of voiding dysfunction. Op dictation notes: "I did not encounter any mesh in this area, and I dissected proximally and did not encounter any tissue that appeared to have migrated or sling material that appeared to be in the wrong place." Patient alleges to have experienced, stress incontinence, chronic uti's, urinary frequency and urgency, urinary retention and additional surgery.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included medical records, patient fact sheet and general patient outcome allegations: at this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.